Event description:
During a 2-level prodisc-l (pdl) procedure, the surgeon had difficulty inserting the polyethylene inlay into the endplates with the inserter (pdl402). The polyethylene inlay (pdl-pt10s) was removed and another was inserted into the endplates with the same difficulty. Upon inspection of the inferior inserter it was noted that the left tip of the inserter arm had broken off in the interior endplate. The inserter arm was angled/twisted, which caused misalignment of the poly inlay during insertion. The superior and inferior endplates (pdl-m-sp06s and pdl-m-ip00s) were removed and replaced and a third poly inlay was inserted into the endplates for completion of the procedure. Approximately 20 minutes was added to the procedure. This complaint is on the 2nd polyethylene inlay (pdl-m-sp10s) and this report is 4 of 5 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received.